Event description:
On 1/26/96 bilateral 150cc silicone breast implants removed. Right implant ruptured and leaking silicone material. Left implant appears intact. Breast implants replaced with saline implants, mastopexies and capsulotomies.